Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510k: 510(k): k926214. Device manufacture date - unknown due to unknown lot number. The actual sample was received for evaluation. The returned sample was a 63mm-long black sheared fragment. Each end was called end-a and end-b. End-a was inspected with ccd and sem from four directions being rotated by 90 degrees each time. A dent in which core wire seemed to have been fitted was observed. The shear section was found smooth. End-b was inspected with ccd and sem from four directions being rotated by 90 degrees each time. A dent in which core wire seemed to have been fitted was observed. The shear section was found smooth. It is likely that the fragment was generated when a hard object (e.g. Metal needle) came into contact with the actual guidewire sample. The fragment was cut, and the cross section was inspected with sem. Particles were found dispersed. Qualitative analysis of the fragment by ft-ir revealed that its ir-spectra were similar to those of the urethane coating layer of a factory-retained radifocus guidewire m. It was likely that the fragment was a part of urethane coating layer of radifocus guidewire m. Reproductive testing was performed and a test sample, once inserted in a metal needle, was withdrawn. As a result, the urethane coating layer was sheared off the core wire. The sheared surface was found smooth, which was similar to that observed on the actual fragment sample. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. IFU states: do not manipulate or withdraw the glidewire advantage through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual guidewire sample, while being manipulated, was exposed to an open end of a metal needle used in combination with the actual sample. Subsequently, when the actual guidewire sample in that state was withdrawn, the urethane coating may have been sheared off the core wire. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved radifocus guidewire m was used during the procedure. Pre-cholecystectomy ptgbd, approach to gallbladder. A guidewire used for this case on may 29 seemed to have been fractured. The fragment was detected inside patient from a computerized tomography (CT) image taken on june 4. CT image revealed that the fragment was outside of the gallbladder, 40mm-long and twisted three times. The facility has not grasped if a metal needle was used concurrently. The urethane layer might have been sheared inside the body. It has been planned to be retrieved during a scheduled cholecystectomy. The patient was reported to be stable, no symptom such as inflammation. The procedure outcome was not reported.